Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Clinical and medical affairs (cma) was consulted regarding this event. Cma stated that considering the PICC had been successfully placed and remained in the patient for 10 days after the cardiac arrest, it is very unlikely that the device had any relation to the patient's condition or expiry. If this were caused by anaphylaxis or any major vascular injury, these harms would not have resolved themselves while the device was still inserted. There is no indication that the PICC device is associated with the patient death reported in this case. The instructions for use (IFU) provided with this kit warns the user, "read all package insert warnings, precautions and instructions prior to use. Failure to do so may result in severe patient injury or death. Remove catheter immediately if catheter-related adverse reactions occur after catheter placement. Note: perform sensitivity testing to confirm allergy to catheter antimicrobial agents if adverse reaction occurs." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that a triple lumen PICC was placed in the right basilic vein. Within 10 minutes, the patient suffered cardiac arrest but did not expire. The patient was resuscitated quickly and discharged with the PICC, which was not removed. Ten days later, the patient returned to the hospital with worsening comorbidities. The family signed a dnr, and the PICC was removed. The patient expired after another eight days.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a triple lumen PICC was placed in the right basilic vein. Within 10 minutes, the patient suffered cardiac arrest but did not expire. The patient was resuscitated quickly and discharged with the PICC, which was not removed. Ten days later, the patient returned to the hospital with worsening comorbidities. The family signed a dnr, and the PICC was removed. The patient expired after another eight days.